Event description:
It was reported that the patient "was forced to undergo additional surgery as a direct result of the device. As a result, she has suffered additional complications related to this additional surgery".

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.